Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained:- ¿ did this issue contribute to any patient adverse event? --no ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ can you identify the product code and lot number of the product involved? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient came to the hospital for suturing surgery due to a leg injury. While using the suture, the doctor found that it was prone to breakage and lacked elasticity. Replace with a new one immediately. There were no patient consequences reported. Additional information was requested.